Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. On (B)(6) 2020, the patient's cgm was varying up and down between 40-95 mg/dl for the 4 hours prior to the event. He did not provide any symptoms but stated that he was taken to the emergency room (ER) at 12:30am on (B)(6) 2020. He did not check a bg reading prior to going to the ER but when he arrived at the hospital, they stated his bg was 842 mg/dl. He was treated with several bottles of IV fluid and unspecified doses of regular insulin. At the time of the report the following day he was stable and doing well. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.